Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user unable to pull medication from 2 stations. A technical support specialist (tss) dialed into the station, found that the station was on critical override. Tss logged into the server and confirmed that the time and date was accurate. Tss then disabled the override mode and rebooted the system, but the customer confirmed that the issue was not resolved. Tss then contacted the site and spoke with pharmacist, who stated both stations should be in override mode due to or usage. Confirmed with information technology that both stations were functioning properly, with configuration work in progress. Awaited further update from the hospital it team, and the pharmacist approved case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all users were unable to pull medication from 2 stations. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.